Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any futher info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had surgery to remove the mesh on (B)(6) 2015, and the mesh was found to have ¿significant contracture¿ and the omentum was adhered to the mesh. The patient reportedly continues to experience pain, nerve damage, nausea, chills, diarrhea and inflammation. No additional information was provided.

Manufacturer narrative:
Additional information.